Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while reportedly wearing the lifevest. The patient received an appropriate treatment which did not convert the arrhythmia to a slower rhythm and three non-lifevest defibrillations.   The device was started up at 18:57:25 on (B)(6) 2021. At 20:56:04, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs transitioning to vt @ 160 bpm with motion artifact and varying rates/amplitudes. The lifevest properly detected vt at 20:56:04 on (B)(6) 2021. Motion artifact and varying rates/amplitudes prevented the lifevest from treating the patient. At 21:13:07, the patient received the first non-lifevest defibrillation treatment. The rhythm at time of treatment was vf with CPR/motion artifact/electrode lead fall off. Post shock rhythm was sinus bradycardia @ 30 bpm with CPR/motion artifact/electrode lead fall off. The patient was in vf for two minutes 20 seconds before receiving the defibrillation. At 21:16:31, the patient received the second non-lifevest defibrillation treatment. The rhythm at time of treatment was vf with CPR/motion artifact and electrode lead falloff. The post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. The patient received a non-lifevest defibrillation 37 seconds into the detection sequence. At 21:18:57, the patient received the third non-lifevest defibrillation treatment. The rhythm at time of treatment was vf with CPR/motion artifact and electrode lead falloff. The post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. The patient received a non-lifevest defibrillation 6 minutes and 3 seconds into the detection sequence. At 21:19:33, the patient received an appropriate treatment. The rhythm at the time of treatment was vf with CPR/motion artifact and electrode lead falloff. The post shock rhythm was vf with CPR/motion artifact and electrode lead falloff. The impedance was 0 during the pulse delivery. The electrodes were not properly on the skin, therefore the device only delivered a 135 joule shock for the treatment. The electrode belt was disconnected at 21:19:48 (B)(6) 2021.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.